Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited atrial tachy response (atr) events due to farfield oversensing. This ICD remains in service. No adverse patient effects were reported. Additional information received detailed that this ICD exhibited oversensing of the right atrial (ra) lead signals. Technical services (ts) was consulted and recommended reprogramming options. This ICD remains in service. No adverse patient effects were reported.